Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2010. During the procedure, the needle was broken at 3 mm from the tip when the surgeon pulled on the needle-suture for knotted suturing at the peritoneum. No fragment remained in the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.